Event description:
It was reported to boston scientific corporation that a captivator? Cold snare was used during colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was not cutting tissue crisply. The loop extended completely but with resistance when closing to cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.